Event description:
It was reported that the patient was implanted in 2006 and had not had her device turned on for over 3 to 4 years. The patient reported that the device was not helping her, and nobody told her she would have to recharge. The patient had a surgery scheduled for (B)(6). No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the event was attributed to the lead. They were unable to take impedances due to battery failure with the implantable neurostimulator (ins). The plastic covering of the extensions separated from the base of the paddle and from the connector at the extension hub leading to the exposure of the internal wires to body fluid. Replacement of the ins and removal of the 2x4 epidural lead was done. A revision of the 1x4 lead and placement of occipital pns was also done. The surgery occurred on (B)(6) 2012. There was no hospitalization due to the event. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). Lead: model 399960, lot# j0564103v, implanted: 2006 (B)(6), explanted: na; extension: model 3708260, serial# (B)(4), implanted: 2006 (B)(6), explanted: na; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).